Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, the extendable helix took more turns than expected to extend. Additionally, once the helix was extended, no sensing was observed. This ra lead was explanted and replaced prior to pocket closure. The lead was discarded and will not be returned. No adverse patient effects were reported.